Event description:
Additional information was received indicating that the patient diagnosis was for elective plastic surgery. The drug being infused was propofol.

Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found a counterfeit top case on pump, cracked on right plunger case and missing light shield. Device underwent occlusion testing, and powered up and down. Motor rate error was found during occlusion test, but no problem found when powering on and off the pump. The reported customer complaint has been confirmed and the problem source has been determined to be normal wear - pump is over 13 years old.

Event description:
Information was received that device had motor rate error and shut down itself. Incident did occur while in patient use, and the patient suffered no adverse effect.